Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker helix was sprung. The device was not used, and a new one was implanted. There were no patient consequences.